Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history record and complaint database could not be performed since a lot number was not provided.

Event description:
The customer alleges that after the product was tested it was inserted into the patient. The physician attempted to deploy the guidewire into the vein then when repositioning felt the wire become crimped. Moving the wire caused the wire to break in the catheter and wire were safely removed.